Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article in italian federation of cardiology was identifying the reasons for lead failure by comparing the durata to the riata leads. It was reported that internal insulation breach was the primary cause of lead failure in the durata. Specific patient information is unknown. Further information is not available. Rordori r, taravelli e, giovanni b, et al. Performance of the durata implantable cardioverter defibrillator lead: results of an independent multicenter study. J cardlov1111c med 2019, 20:676-681. Do1:1 0.2459/jcm.0000000000000843.